Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 300 mg/dl and associated symptoms of moderate urinary ketones and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the serious injury was associated with a pump performance issue of no power to the pump, a battery cap with stripped threads and a worn tightening slot on the top of the cap. The reporter state the battery cap had been replaced four to six months prior. The reporter alleged not being able to remove the battery cap from the pump for a battery change when the pump powered off. The reporter confirmed that the yellow o-ring on the battery cap was visible when the cap was attached to the pump. The reporter also alleged that there was moisture inside the battery compartment and that the battery compartment was damaged. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with power (damage with moisture) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during investigation, the black box showed one pump reboot recorded after a "replace battery" alarm and the deliveries never resumed. The battery compartment was found to be stripped. There was corrosion observed inside the battery compartment. The returned battery cap had stripped threads. The top was not found to be worn. The cap was not able to maintain an electrical connection and the reported power complaint was duplicated. A test battery cap was able to fit and maintain an electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. A leak test failed with a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. There was no damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.